Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was taking a long time to charge. During troubleshooting with tandem technical support, the contact was instructed to plug the pump into an alternate power source. Reportedly, the customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 158(mg/dl).